Event description:
Catheter showed sensor error on system when connected. Steps were taken to resolve error including replacing cables. The catheter was ultimately replaced with a new catheter and the error was resolved. Case proceeded with no other issues, no harm to patient. Defective catheter sequestered by staff and submitted to supply chain.